Event description:
It was reported by a consumer that her "entire face swelled up, requiring immediate medical attention" and she "did not recover for three days." The consumer stated that she is awaiting a report on whether this had caused permanent damage to her eyesight. Add'l info has been requested but not yet received.

Manufacturer narrative:
(B)(4). Add'l info has been requested but not yet received. Upon receipt of add'l info, if there is any further relevant info, a follow-up report will be filed. Internal control number: (B)(4).